Event description:
Clinical study. Same case as 6000093-2007-00610. It was reported that 723 days after a coronary drug eluting stenting treatment procedure, the pt expired. The index procedure treated a 2.5x8mm, 90% stenosed, moderately calcified, and moderately tortuous lesion in the 1st right posterolateral branch (1st rpl) with predilation and placement of a taxus express2 2.5x8mm drug eluting stent. Residual stenosis was 0%. The procedure also treated a 3.5x12mm, 85% stenosed, moderately calcified, moderately tortuous, and ostial lesion in the 1st rpl with predilation and placement of a taxus express2 3.5x12mm drug eluting stent. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. At 723 days after the index procedure, the pt expired with the cause of death as cardiopulmonary arrest. The physician noted that it was "unknown" if the target vessel was involved. The start date of event leading to death began two days prior to the event. No autopsy was performed. No further information is available at this time.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.